Event description:
On (B)(6) 2009, pt reports infusion device had trouble delivering insulin but declined to elaborate. Pt and wife declined troubleshooting. Pt's wife states, pt had been 2 hours without insulin. No physiologic effect or intervention was reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested return of the suspect product for evaluation.